Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Correction : section b1 and h6 (medical device problem code) has been left out inadvertently in the initial report which is added to this report .

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71-year-old male was implanted with an impella device for mechanical circulatory support. While they were loading the patient into the ambulance, the emergency medical technician without warning pushed the stretcher with some force into the ambulance and were not paying attention to the console and this power cable to the cp was pushed into the door of the ambulance which snapped it out the console, breaking the pins in the connector cable to aic. The pump stopped and immediately alarmed and the connector cable was broken. Onsite, the physician withdrew impella and the patient was emergently taken to cath lab. A hematoma noted at access site of impella. Decision made to proceed with exchanging of cp. A new impella cp was then advanced over the .018 wire and into place.